Event description:
It was reported that at the implant attempt of the lead there was a right ventricle perforation. A pericardial effusion followed, the fluid was drawn off, and the patient stabilized. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.